Manufacturer narrative:
H6: the quality investigation is complete. D4: UDI is unknown as the lot number was not reported.

Event description:
The customer reported that the pidrive motor inside the cutter broke at the user facility. The procedure was completed successfully without a clinically significant delay; no adverse consequences were reported. No further information was reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation if the device is available.

Event description:
The customer reported that the pidrive motor inside the cutter broke at the user facility. The procedure was completed successfully without a clinically significant delay; no adverse consequences were reported. No further information was reported.